Manufacturer narrative:
(B)(4). Date sent: 06/18/2025 d4: batch #unk additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Partial fire was the firing sequence started but not completed? Yes if yes: did the device deliver any staples? Yes if yes, were the staples formed properly? -yes if yes, was the staple line complete? No did the device cut? Yes if yes, was the cut line complete? No was there any difficulty opening the device? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a97f4k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pancreaticoduodenectomy procedure, it was observed that it was difficult to fire when severing tissue. Changed another two to use but they still had the same problem. Another like device was used to complete procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. D4: batch #462d92. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the psee60a device was returned with the anvil bent upwards, along with one gcflgw reload (b) and two gcflgb reloads (c and d) present. All the returned reloads (b, c and d) were received partially fired 1/16. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Regarding the partially fired condition, it is also possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 462d92, and no non-conformances were identified.